Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she is having trouble with her insulin pump. Customer is hospitalized due to high blood glucose. The blood glucose reading at the time of hospitalization was 587 mg/dl. Customer's current reading is 274 mg/dl. Customer experienced headache, nausea, not feeling well and thinking clearly. Customer was treated with insulin drip of lantus. During troubleshooting, time and date is correct. Nothing further reported.